Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: g1.

Event description:
It was reported that the patient underwent an initial tka (total knee arthroplasty) on the right side. Subsequently, the patient experienced tightness in flexion and extension. As a result, the surgeon removed scar tissue and heterotopic bone ossification then reimplanted a 2x9mm ps poly. Patient was last known to be in stable condition following the event. No further information available.

Manufacturer narrative:
D10: 02-020-11-0320 - truli ps cem fem ps cem right sz 2: (B)(6), 02-022-45-2015 - truliant tray, cem sz 2f/1.5t: (B)(6), 200-02-32 - three peg patella 32mm: (B)(6), 201-78-15 - holding pin mini sharp point 4 pk: (B)(6), 203-96-64 - saw ez1913.m62 90x19, 1.27mm strkr5/6/7: (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.